Event description:
An endeavor sprint rx drug eluting stent was implanted in the mid lad during the index procedure. Eight days post the index procedure the pt suffered a myocardial infraction. The investigator has indicated the event was related to the target vessel and to the study device and procedure. The pt was taking ace, clopidogrel and asa at time of reported event.

Manufacturer narrative:
(B)(4). Evaluation, results: (mi).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi).

Event description:
It is reported that the patient suffered an mi the same day as index procedure.the investigator indicated that the reported event was related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
Approximately 23 months post index procedure 80% target lesion stenosis was observed.